Event description:
The pump contained a combination of hydromorphone 180 mg and bupivacaine 300 mg delivered at 3.25 mg/day. The previous refill was (B) (6) 2009 and was done prior to the patient flying to the UK. The patient presented for the next routine pump refill on (B) (6) 2009. The access was straightforward but the residual volume was 17 ml instead of the expected 3.7 ml. On presentation, the patient explained that he was being tested for clostridium as he had a prolonged bout of diarrhea, possibly due to food poisoning. He also experienced nausea, vomiting, headache, increased spasm in back, and burning sciatic pain. The pump was refilled with normal saline, set at a higher dose, and the patient was given oral opioids, ketamine lozenges,and clonidine to see if his symptoms were ameliorated by oral medications. Three days later the patient returned to have a myelogram which showed the catheter filling properly into the intrathecal space. There were no leaks, fractures, or alarm messages upon device interrogation. On (B) (6) 2009, the residual volume was as expected. The pump was refilled with the hydromorphone 180mg and bupivacaine 300 mg combination. The dose was set at .5 mg/day and incrementally increased back to 2.25 mg/day as of (B) (6) 2009. All other symptoms eased with the oral medications and the pt settled back to more normal function, decreasing his oral medications in accordance with increases in intrathecal doses.

Manufacturer narrative:
(B) (4) burning sciatic pain.